Event description:
It was reported that there was a possible pt warming or burn during a mr scan of the brain and hand. The pt was positioned head first in the scanner. The pt was sedated during the scan, and was padded per the tech who performed the scanning. The pt reportedly received a blister on the elbow that required medical intervention. Details of the injury, such as location, degree of injury, etc., are unk at this time. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
It was reported that there was a possible pt warming or burn during a mr scan of the brain and hand. The pt was positioned head first in the scanner. The pt was sedated during the scan, and was padded per the tech who performed the scanning. The pt reportedly received a blister on the elbow that required medical intervention. Details of the injury, such as location, degree of injury, etc., are unk at this time. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.